Event description:
A customer contacted beckman coulter regarding erroneously low results on multiple analytes generated by the act diff 2 analyzer. The customer indicated that a sample from pt a was run in a closed vial whole blood (cvwb) mode and the following analytes were affected: wbc, rbc, hgb, plt. (See #6 for results). The customer indicated the original sample of pt a was repeated in cvwb mode and the results were reproduced. The customer indicated the pt a was sent for blood transfusion. In the hospital where pt a was admitted a blood sample was collected from pt a and tested prior to transfusion. - test method not provided. - obtained results not provided. The customer indicated the original sample of pt a was retested in an open vial whole blood (ovwb) mode on the next day. Obtained results closely matched the results of the sample ran at the hosp prior to pt a transfusion. The customer indicated that approx 25 samples were analyzed on that day without a problem.